Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however, the pump time and date were incorrect. Tandem technical support assisted in correcting the time and date and advised customer to consult their healthcare provider regarding settings adjustment. Customer¿s blood glucose level was 302 mg/dl.